Event description:
A report was received that the patient is experiencing pain and discomfort at the pocket site following a procedure in (B)(6) 2009. The physician's office nurse prescribed the patient liododerm patches and pain ointment.